Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/09/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was implanted in the right eye of a (B)(6) year-old female patient. Reportedly there were no complications during the surgery. After surgery the patient experienced increased glare and she had to stop driving at night. She has visual disturbance, difficulty reading and poor clarity. The surgeon is planning to remove and replace the iol. No further information was provided.

Manufacturer narrative:
Additional information was received stating that the lens was explanted on (B)(6) 2016. Reportedly, there was no incision enlargement, no vitrectomy, no sutures done. No patient injury post-op. Patient has improved a lot after the explant. No further information was provided. If explanted, give date: (B)(6) 2016. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial MDR an incorrect implant date (B)(6) 2015) was entered in section. The correct implant date is (B)(6) 2015 and has been updated/corrected accordingly. All pertinent information available to abbott medical optics has been submitted.